Manufacturer narrative:
(D4) lot number corrected from 0025044120 to 0024790589. (D4) expiration date corrected from 01/06/2022 to 0024790589. (H4) device manufacture date from 01/07/2020 to 11/11/2019. Device evaluated by MFR: promus element plus, mr, ous 3.00x28mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was 0.0420", this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal end of left anterior descending artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.